Event description:
It was reported that on (B)(6) 2015 the patient had an open reduction internal fixation (orif) of a periprosthetic tibia fracture to a total knee replacement. The patient received a locking compression plate (lcp) large fragment plate with cables and screws. Since insertion, the plate has broken. There is no revision plan as of yet; the patient status is reported as okay. The provided x-rays were reviewed by the manufacturer: the plate breakage was confirmed. This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Device history review: part mfg date: november 10, 2011. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 4.5mm locking compression plate (lcp) proximal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with one non-conformance noted. The non-conformance report (ncr) was written due to the raw material not meeting specification requirements due to undersize and oversize raw material thickness. The raw material was dispositioned as ¿use as is¿ as the undersize and oversize conditions will not affect the final product because the material thickness is double disk ground to achieve the final product thickness and surface finish requirements. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the patient was returned to the operating room on (B)(6), 2015 for an explant procedure. The plate was removed from the lateral side of the left tibia. A medial proximal tibia plate was inserted along with a cortical strut graft. No fragments were left in the patient. The procedure was completed with no reported delay.

Manufacturer narrative:
Event date: unknown. This report is for an unknown plate/unknown lot. Device has not been reported as explanted; device remains in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.